Event description:
A pt reported blood glucose results of 104 mg/dl with a lifescan meter and 264 mg/dl on a laboratory device, performed within 30 minutes of each other. Between the tests there was an intervention that would be expected to change the blood glucose. Meter and test strips were replaced.